Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose value was at 35 mg/dl due to an over-delivery while trying to change the set and are not sure what to do. The customer treated with glucose tablets and orange juice. No troubleshooting was performed. Nothing will be replaced or returned.